Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Troubleshooting was performed. Drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.